Event description:
Patient noticed bd maxzero tubing leaking at connection between extension set and needleless connector. The pressure rated extension set, IV connector is one manufactured piece that we is used to connect to IV catheter.